Manufacturer narrative:
The unit was received with scratched case, pillowing keypad overlay, cracked battery tube threads, scratched overlay, cracked select button keypad overlay, stained keypad overlay, texture damage on keypad overlay, faded serial number label, cracked retainer, cracked case behind the pump near the battery compartment, detached retainer, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was dropped. It was stated there was a crack on the battery side. The customer¿s blood glucose level was 7.2 mmol/l at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.